Event description:
Procedure: wedge resection. According to the reporter: the stapler (blue cartridge) was fired over the wedge of the lung tissue. The stapler did not form b shaped staples. The second cartridge was opened and fired. Again, the staples did not form bs. There was some bleeding following the second stapling but less than 250cc. The chest was opened to resolve bleeding, converted to a right thoracotomy upper lobe wedge. The area required over sewing with a chromic suture. The wedge resection of the lung was completed. The pt status was reported as recovering.

Manufacturer narrative:
(B)(4).